Event description:
The customer reported via phone call that the insulin pump alarmed motor error, followed by an off no power alert. The customer stated that the insulin pump had not alerted low battery before the off no power alert. The customer did not know the blood glucose reading. Customer stated that she did not hear the motor error alarm and found it in the alarm history preceding the off no power alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.